Event description:
After being on unit for six to seven minutes, pt. Heart rate/rhythm went from pacer/sinus to ventricular stand still. Pt was compressd for approx ten seconds and consciousness restored. Inspection of pacer/pacer cable revealed that even after securing device that receives cable was tightened, the cable probe easily fell out. Also, when dr arrived shortly after occurrences, he advanced the electrode 1" into the pt felt that possibly contact was not good and that this may have contributed to the above ventricular stand still.